Event description:
IV pump tubing leaking chemotherapy medication at the point where the softer tubing (that goes inside the pump) is joined to the main tubing. No drips were noted in the bag upon delivery from pharmacy or immediately after starting ivf intravenous fluids. Dripping was discovered when pt needed pump unplugged to get up to bathroom. Approx 5ml noted on floor over 15 minutes of infusion time.other intervention: medication was stopped, bag returned to pharmacy for estimated calculation of remainder of dose to be redistributed to patient. Floor, pump stand and surrounding area cleaned per protocol.